Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010, alleging that the cap was broken on his one touch lancing device. The patient mentioned that on (B) (6) 2010 at around 8:32 am, he noticed that the cap was broken on his one touch lancing device and was unable to test. The patient was not tested on another device. He went ahead and ate more food/drink. The patient mentioned that approximately 7.5 hours later, he developed symptoms of shaking and sweating. He went ahead and self-treated with glucose tablets/ glucose gel and did not seek any further medical attention or contact his physician. The lancing device was replaced. The complaint is being reported since the patient alleged that due to the cap being broken on his lancing device, he was unable to test his blood glucose and later developed symptoms suggestive of hypoglycemia and had to be self-treated with glucose tablets/ glucose gel.